Event description:
This is a report from a consumer with supplemental information from a nurse of a break in aseptic technique during peritoneal dialysis (pd) therapy with unknown pd disposables, which caused peritonitis. During a call with baxter customer services, the following information was reported by the patient's daughter. The patient experienced peritonitis and was hospitalized for the event. The patient's daughter believed the cause of the peritonitis event was not closing the bedroom door. The patient was recovering from the peritonitis event. Pd therapy was ongoing. The following additional information was received from the peritoneal dialysis nurse regarding the reported event. The nurse confirmed the patient was diagnosed and hospitalized with peritonitis. The cause of the peritonitis was clarified to be a break in aseptic technique, further described as patient made a mistake and touch contamination. The patient was retrained on proper aseptic technique. The outcome of the peritonitis was unknown. Pd therapy was ongoing. The nurse stated the peritonitis event was unrelated to the homechoice machine or any disposable parts.

Manufacturer narrative:
(B)(4). The sample is not available for analysis and the lot number was unknown; therefore, neither an evaluation nor a batch review could be performed. This reported issue of use error - breach in aseptic technique and is confirmed. However, the assignable cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.